Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2014-01594 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was used on a patient on (B)(6) 2014. According to the complainant, during preparation, the mesh needle did not load properly into the capio carrier. The physician put tension on the suture and partially advanced the capio carrier to allow proper placement of the needle but the needle broke off from the suture instead. A second uphold vaginal support system was opened but the needle also broke off from the suture upon preparation. The procedure was finally completed with a third uphold vaginal support system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Problem of needle detached.